Event description:
The procedure was a brain embolization with n-bca. Catheter ruptured during initial injection of n-bca. Patient experienced a cerebellar infarct from which they recovered. Patient then developed facial palsy 4 days after the procedure.